Manufacturer narrative:
Device received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to slightly loose drive support disk. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Device received with intermittent up arrow button due to corroded keypad traces. Device received with cracked case at the display window corner, display window, reservoir tube, reservoir tube window, reservoir tube lip, belt clip slot and battery tube threads. Unit received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 29 to 53 mg/dl at the time of the incident. The customer was at 208 mg/dl at the time of the call. The customer was given juice, food, and ice tea with sugar to treat. The customer experienced symptoms such as incoherence. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump was over delivering. The customer states that on the days they change their set, within 2 to 4 hours, their blood glucose levels drop, so she purposefully stays high to avoid crashing. The customer reported a loose drive support cap. The insulin pump will be returned for analysis.